Manufacturer narrative:
Component code - device subassembly = degasser.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg test system on a cobas 6000 e 601 module. The sample initially resulted with an hcg value of < 0.500 miu/ml accompanied by a data flag. This value was reported outside of the laboratory. The sample was repeated, resulting as 9332 miu/ml accompanied by a data flag. The patient was not adversely affected. The hcg reagent lot number was 31981400, with an expiration date of 31-jul-2019. The field service engineer found water inside the degasser and the sipper probe was chipped. The balancer tubing was also old and possibly cracked. He checked the wall voltage and uninterruptible power source. System voltages and alignments were within specifications. Gear pump and water pump pressures were within specifications. He replaced the degasser and sipper probe, then ran performance testing. Performance testing passed. He replaced the balancer tubing and noted that the sipper probe still drips. He then replaced syringe seals and pinch valve tubing. He replaced the sample probe and adjusted liquid level detection voltage. He replaced the sipper tubing, and other tubing assemblies. There was then no dripping from the sipper probes. He ran precision studies on two control levels and one control level had imprecision. He later ran a system volume check and this passed. He ran additional precision studies and these passed. The customer ran calibrations and controls; all passed and were within range. Calibration signals were ok for the last calibration performed on (B)(6) 2018. No alarms were seen on the calibration. Quality controls were within range on the day of the event. The investigation determined that the service actions resolved the issue.